Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient called to see if she could get an MRI. In talking she brought up that she hasn't used the stimulator since shortly after it was implanted. Caller said, it didn't work like they told her. The sales representative talked to her before surgery and told her how it would work. He told her if she has problems programming it call him. The patient got home and couldn't get it programmed, so she called the sale representative. He walked her through several times on how to program it and it wouldn't work. The representative called the doctor. The doctor called the patient and said tomorrow you need to go back into surgery. The patient went into surgery on christmas eve to turn it on. Patient said the reason she got the stimulator has rectified it's self for what ever reason and she doesn't need the system. The patient was looking into having it removed and then covid hit. Patient doesn't feel she trusts the doctor that put it in to remove the system. Agent did not ask about the circumstances that led to the reported issue. Sent the patient doctor listings in her area.